Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator's display was flashing. Patient involvement information was not provided by the customer.

Manufacturer narrative:
The ht70 ventilator was returned to medtronic's failure investigation laboratory and the reported condition of the screen flashing was duplicated. The root cause of the reported issue was determined to be the display cable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): failure investigation performed by (B)(4): "the vent, s/n (B)(4), was powered up. All buttons on the display were visible and operational. However, the display was flickering with different colors all around the screen. The customer complaint that the screen flashes purple and green is confirmed. The rear panel was opened so as to inspect the display cable, cbl3219a. The cable appeared to be fully seated in connector j800 on the sbc board, pcb3207a. The display cable was manipulated while observing the display. No change in the display was noticed to correspond with the manipulation of the cable. The vent was powered off. The display cable, cbl3219a, was disconnected from connector j800 on the sbc board. The display cable and the sbc board were inspected for damage. No damage or anomalies were detected. The display cable was reseated in connector j800 of the sbc board. The vent was powered on and the display was operating as intended. The display was not flashing and no unexpected colors were observed. The display cable was manipulated while observing the display. No changes were noticed on the display. The vent was powered off and the rear panel was reinstalled. The vent was powered on and off multiple times and the display was touched in multiple places. No unexpected behavior was noticed .the flashing green and purple colors did not reoccur."

Event description:
It was reported that the ventilator's display was flashing. Patient involvement information was not provided by the customer.